Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side "rupture". Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis, leak test and microscopic analysis of the returned device identified: flat creases, crack opening on valve, curved opening with striated edge on radius. Based on the device analysis the final assessment is: a curved striated opening assessed as surgical damage. A crack opening on valve assessed as cracked valve seat diaphragm valve. Additional, corrected and/or changed data: b.5, d.7, d.10, g.1, h.3, h.6.